Manufacturer narrative:
The MFR did not receive devices or x-rays. Other source documents (surgical reports) were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file as (B)(4).

Event description:
A product facility claim was raised. It was reported that the pt was implanted a fitmore hip stem b, size 5 on the left side on (B)(6) 2012. The pt was revised on (B)(6) 2013 due to pain and loosening.